Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received nine appropriate treatments from the lifevest. At 14:10:25, the patient received the first treatment. The patient's rhythm at the time of the treatment was vt at 210 bpm with motion artifact, and the post-shock rhythm was vt at 220 bpm with motion artifact. At 14:10:58, the patient received the second treatment. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was nsvt at 220 bpm. At 14:11:32, the patient received the third treatment. The patient's rhythm at the time of the treatment was vt at 230 bpm with motion artifact, and the post-shock rhythm was sinus rhythm at 85 bpm degrading to vt with motion artifact. At 14:12:02, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was vt at 200 bpm with motion artifact, and the post-shock rhythm was vt at 260 bpm degrading to vf with motion artifact. At 14:12:03, the response buttons were pressed, it is not known who pressed the response buttons at this time. At 14:12:56, the patient received the fifth treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was svt at 180 bpm degrading to vt at 270 bpm degrading to vf. At 14:13:30, the patient received the sixth treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 250 bpm degrading to vf. At 14:14:04, the patient received the seventh treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 230 bpm degrading to vf. At 14:14:29, the patient received the eighth treatment. The patient's rhythm at the time of the treatment was vf with motion artifact, and the post-shock rhythm was vt at 240 bpm degrading to vf with motion artifact. At 14:15:08, the patient received the ninth treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm also vf. At 14:16:44, a non-treatable rhythm was declared by the lifevest. The patient's continuous ECG recordings are not available at this time.

Manufacturer narrative:
The electrode belt and the monitor have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.